Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken stem inserted during anterior approach case. Also, a broken screw driver tip during an anterior approach hip. Left hip. All pieces of the broken inserted and screwdriver tip were recovered.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.